Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# v193397, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition. Since the actual impedance measurements were not received, the longevity was calculated with assumed 1000o impedance for right stn, and 750o impedance for the left stn used in unipolar mode. The ins passed all functional testing. The eri bit was set when the ins was received for analysis.

Event description:
It was reported there was an elective replacement indicator (eri) message. It was noticed one week prior to report. Additional information received reported 6 days later that the patient did not experience any symptoms and the battery depletion was normal. A planned explant was going to occur on (B)(6) 2014. The patient¿s device setting was in continuous mode and the patient was doing the ¿same as usual.¿ the patient had received the message at home. It was further reported there was possible early depletion of the implantable neurostimulator (ins). There was sudden and early depletion. There was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.